Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 550 mg/dl. The customer reported hyperglycemia and treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit. The event involved product(s) mmt-397a, mmt-1715k, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1715k. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 31-may-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 31-may-2024 listed on smartsolve. Dailytotalcollectionstarttime = 05/31/2024 00:00:00.000. Dailytotalofallinsulindelivered = 0. Dailytotalofbasalinsulindelivered = 0. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 31-may-2024 in the formatted history file. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.